Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the downstream occlusion alarm. The device passed the downstream occlusion testing during eval. The device was recalibrated and reworked to ensure proper occlusion detection.

Event description:
It was reported that a spectrum infusion pump was alarming downstream occlusion during biomedical testing. It was also reported that there was no pt injury.